Event description:
On (B) (6) 2010, the patient reported he has had elevated blood glucose readings today of up to 289 mg/dl with his normal range being 80-150 mg/dl. He stated, he started insulin pump therapy today at 2pm and at 4:15pm his reading was 274 mg/dl. He delivered a correction bolus of 4.0 units of insulin. He said he thought his insulin to carbohydrate ration may be incorrect. He was advised to contact his doctor for advice on how much insulin to take. On (B) (6) 2010, the patient said he has had no further elevated blood glucose readings. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.